Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient had an evaluation and it was observed that her gums were receding and had cause damage to both her teeth and gums from the wearing of the aligners. Doctor advised to discontinue the usage of the aligners.